Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported that: "the problem is the metal guidewire, which bends several times after being inserted into the central catheter and destroys the catheter. We cannot withdraw it until after the catheter is withdrawn and it ruptures." There was no reported patient harm or consequence. Associated complaints 3006425876-2024-00576.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "the problem is the metal guidewire, which bends several times after being inserted into the central catheter and destroys the catheter. We cannot withdraw it until after the catheter is withdrawn and it ruptures." There was no reported patient harm or consequence. Associated complaints 3006425876-2024-00575 and 3006425876-2024-00576.

Event description:
It was reported that: "the problem is the metal guidewire, which bends several times after being inserted into the central catheter and destroys the catheter. We cannot withdraw it until after the catheter is withdrawn and it ruptures." There was no reported patient harm or consequence. Associated complaints 3006425876-2024-00575 and 3006425876-2024-00576.

Manufacturer narrative:
(B)(4). Update to investigation is as follows: the customer provided one photo for analysis. The photo showed two, unopened kits. As the instance involved with this complaint occurred during use, it is being assumed that the pictured kits are representative samples. The complaint of guide wire/catheter resistance was not able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of an unraveled guide wire due to catheter resistance was not confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: